Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented according to the following instructions for use: instruction manual (disinfection/cleaning/sterilization) chapter 5 endoscope reprocessing "chapter 5 section 5 cleaning of external surface" olympus will continue to monitor field performance for this device.

Event description:
The customer reported the air/water supply of the gastrointestinal videoscope was defective. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with black foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the water removal ability did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, angulation skipped during angulation in the up/down directions due to deformation of the bending tube, the light guide bundle was slipping down, the adhesive around the light guide lens was peeled, the connecting tube was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.